Event description:
It was reported that during a right atrial (ra) lead implantation, an attempt was made to place the lead in the atrium. It was further reported that although pacing was achieved at the low atrial septum, adequate sensing could not be obtained. Multiple stylet techniques were attempted to optimize lead placement; however, the fixation screw could not be successfully engaged, and stable placement could not be achieved. Due to these placement difficulties, it was determined that continued use of the lead was not feasible. The lead was subsequently capped and replaced. The replacement was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.